Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign material with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign material with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a "milky white flake" was seen suspended in the bd vacutainer® ppt¿ plasma preparation tube k2e serum during use after completing the blood collection. This reportedly caused the instrument to clog "many times" during the test. Additionally, the sample was allowed to rest "30 minutes" in a "14.8" room after the blood collection, before being centrifuged at "1100 rcf" for "10 minutes". However, the foreign matter was still observed after the centrifugation process. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer complaint, during use this batch, after blood collection, the naked eye found that there was milky white flake suspended in the serum, which caused the instrument clogged many times during the test. The customer counted 15 cases since 06/10/2019 to 07/28/2019. The hospital's blood collection temperature control was 14.8, the sample were centrifuged at 1100 rcf for 10 minutes, and the rest time after the blood collection was 30 minutes. After operating according to centrifuge standards, the milky white flake still appeared."